Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. No symptoms were reported at the time of the incident. The customer did not treat for the low blood glucose. The customer reported they were in a high altitude and the insulin pump was exposed to moisture. Troubleshooting was provided. The customer was advised to monitor the insulin pump and their blood glucose. The product will return for analysis. Frn-reservoir.

Manufacturer narrative:
Device passed self-test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.